Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed that there was a chip on the light guide lens. It was reported that the first patient (MFR report number: 8010047-2018-02598) and second patient (MFR report number: 8010047-2018-02599) were discharged from the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and was reported that the forth patient (MFR report number: 8010047-2018-02601) was discharged from the user facility. Olympus (B)(4) reviewed the service history of the five tjf-q180v (s/n (B)(4)) and the last repair date of three tjf-q180v (s/n (B)(4)) were as follows; tjf-q180v (s/n (B)(4)): october 17th, 2016. Tjf-q180v (s/n (B)(4)): july 24th, 2017. Tjf-q180v (s/n (B)(4)): november 14th, 2016. There was no service history of tjf-q180v (s/n (B)(4)) before these events. Annual inspections by olympus were conducted for four tjf-q180v (s/n (B)(4)) after these events. (The service history on tjf-q180v (s/n (B)(4)) was already reported in initial medical device reports.) (B)(4) checked the log data of olympus video system center (cv-190, s/n (B)(4)) used with the five tjf-q180v against the procedure date of the four patients. As a result, the serial number of tjf-q180v used for each patient was most likely as follows; first patient: s/n (B)(4). Second patient: s/n (B)(4). Third patient: s/n (B)(4). Fourth patient: s/n (B)(4). (B)(4) tried to conduct microbiological testing of five tjf-180v with a third party laboratory in (B)(4), but it was reported that the third party laboratory could not conduct microbiological testing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The five tjf-q180vs were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the five tjf-q180vs and the evaluation results were as follows; first tjf-q180v (s/n (B)(4)): there were brown and gray foreign materials in the instrument channel and rust fungus and brown foreign materials at the distal end. The analysis results for the each foreign material were as follows; the brown foreign material in the instrument channel; a mixture of hydrocarbon and calcium carbonate. The gray foreign material in the instrument channel; the main component was protein. The rust fungus at the distal end; the main components were rust fungus of steel use stainless, protein and silicon. The brown foreign material at the distal end; the main components were amides and adhesives. Second tjf-q180v (s/n (B)(4)): there was a brown stain in the instrument channel. The analysis for the brown stain confirmed that iodine was contained. Third tjf-q180v (s/n (B)(4)): there were red foreign material in the instrument channel and rust fungus at the distal end. The analysis results for the each foreign material were as follows; the red foreign material in the instrument channel; the main component was rust fungus of iron. The rust fungus at the distal end; the main components were rust fungus of steel use stainless, protein, phosphoric acid boron carbide. Forth tjf-q180v (s/n (B)(4)): there were blue stain in the instrument channel and rust fungus at the distal end. The analysis results for the each foreign material were as follows; the blue stain in the instrument channel; the main components were cellulose, ester and carboxylates. The rust fungus at the distal end; the main components were protein and cellulose. Fifth tjf-q180v (s/n (B)(4)): there was a red foreign material in the instrument channel. The analysis for the red foreign material confirmed that the main component was rust fungus of iron. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On (B)(4) 2018, a representative of olympus (B)(4) visited the user facility for reprocessing training and assessment for the reprocessing practice at the user facility. During the training, some deviations from the instructions manuals were noted as follows; during precleaning, the forceps elevator of the tjf-q180vs were not raised and lowered. The user facility did not follow the brushing steps. On (B)(4) 2019, a representative of olympus (B)(4) visited the user facility again for reprocessing training and assessment for how to use the olympus single use cleaning brush maj-1888 at the user facility. As a result, it was confirmed that the user facility was brushing according to the instructions manuals. On (B)(4) 2019, olympus medical systems corp. (Omsc) analyzed the genetic information of a protein-containing foreign material collected from the suspected tjf-q180v scopes. The evaluation results were as follows; first tjf-q180v (s/n (B)(4)): cre gene information was detected. Second tjf-q180v (s/n (B)(4)): cre gene information was not detected. Third tjf-q180v (s/n (B)(4)): cre gene information was detected. The exact cause of the reported event could not be determined, but it is surmised as one of possible cause that the cross infection was occurred due to inappropriate reprocessing at the user facility.

Manufacturer narrative:
Olympus reviewed the service history for the subject device. Annual inspection by olympus was conducted for tjf-q180v((B)(4)) in (B)(6) 2018. The other four tjf-q180v are waiting annual inspection. A representative of olympus thailand visited the user facility for reprocessing training and assessment for the reprocessing practice at the user facility. The user facility informed that they reuse olympus single use cleaning brush maj-1888. The instruction manual of the cleaning brush maj-1888 has already warned as follows; this instrument is intended for a single use only. Do not attempt to reuse it. The subject device in this report has not been returned to omsc for evaluation. Since the serial number of this device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the samples collected from four patients were tested positive for carbapenem-resistant enterobacteriaceae (cre), enterococcus faecium (e.fae cium) or escherichia coli (e.coli) after endoscopic retrograde cholangiopancreatography(ercp) at the user facility using an olympus duodenoscope (tjf-q180v, the serial number could not be identified) between june 2018 and december 3, 2018. First patient: the patient had common bile duct (cbd) stone and underwent the ercp with tjf-q180v (no serial number record) on (B)(6) 2018. Due to the distal common bile duct obstruction, the user facility repeated ercp again on (B)(6) 2018. The patient developed a fever and the blood test indicated cre positive. The patient has been admitted and treated at the user facility. It was informed that the patient condition was getting better. Second patient: the patient had an obstructive jaundice symptom and underwent the ercp with tjf-q180v (no serial number record) on (B)(6) 2018, and a duodenal plastic stent 7fr. 12 cm. Was inserted. The patient developed a fever and the blood test indicated cre and e.faecium positive. Patient has been admitted and treated at the user facility. It was informed that the patient condition was getting better. Third patient: the patient has unspecified disease in right lobe liver with obstructive jaundice and underwent the ercp with tjf-q180v (no serial number record) on (B)(6) 2018. The patient developed a fever and the blood test indicated cre and e.coli. Positive. Patient has been admitted and treated in ICU. It was reported that the patient died on (B)(6) 2018. Fourth patient: the patient had multiple cbd stones and underwent the ercp with tjf-q180v (no serial number record) 3 times in (B)(6) on (B)(6) and (B)(6) 2018, respectively. Due to a large stone, the user facility changed procedure for open surgery after the last ercp. Patient has been admitted for post-op follow-up. The culturing test for the bile indicated e-coli and e faecium positive and the blood test indicated no microbial growth. Patient has been admitted and treated in the ICU. It was informed that the patient condition was getting better. The subject device had been reprocessed using an olympus automated endoscope reprocessor, oer-aw (not available in the USA) with 0.55% ortho-phthalaldehyde. It was reported that the user facility possessed five tjf-q180v ((B)(4)), but the serial number of tjf-q180v, that was used for each ercp, could not be identified. The user facility conducted a microbiological testing for all the five tjf-q180v at the user facility. As a result of testing, the sample collected from the instrument channel of the two of five tjf-q180v tested positive for microbe as follows; tjf-q180v((B)(4)): carbapenem-resistant enterobacteriaceae; tjf-q180v((B)(4)): unspecified microbe was detected, but no microbe was detected after additional reprocessing. The test result indicated no microbial growth for the other tjf-q180v. This is two of two reports on positive cultures.